Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890418, gd889493 and gd888511 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information provided by a nurse from the (B)(6) of blood pressure too high and peritonitis in patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing until the time of death. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced excessively high blood pressure. On an unreported date, the patient received ip unspecified antibiotics for an unreported indication. On an unreported date the next day, the patient underwent a colonoscopy for an unreported indication. The same day of the colonoscopy, the patient received unspecified oral antibiotics for an unreported indication. On an unreported date after the procedure, the patient experienced a possible bowel perforation and peritonitis. The pdrn stated that the peritonitis was caused by the bowel perforation, which was caused by the colonoscopy. The pdrn stated that the events were unrelated to pd therapy.